Manufacturer narrative:
The following information is included in the coolsculpting user manual: paradoxical hyperplasia is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required.

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2019 with coolsculpting to the bilateral axillary puff area using an unknown applicator. On (B)(6) 2021 the patient reported the treated areas developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the lateral chest/axilla area with paradoxical hyperplasia (ph).

Event description:
Allergan received a report that a male patient was treated on (B)(6) 2019 with coolsculpting to the bilateral axillary puff area using an unknown applicator. On (B)(6) 2021 the patient reported the treated areas developed firmness and visible enlargement. On (B)(6) 2021 the patient was assessed by a physician who diagnosed the lateral chest/axilla area with paradoxical hyperplasia (ph).